Event description:
Caller states that she went to the hospital due to the device reading 300-400mg/dl. She states that approximately 45 minutes later the hospital device read 169 mg/dl. She reports that she was given an IV for dehydration. No quality controls were used. Requested return of suspect device and replacement was sent.